Event description:
It was reported that during surgery the device would not go smoothly over skin. No harm or delay were reported as it relates to this event and no additional graft was needed. Diligence is completed and no additional information is available. No adverse event is reported as it relates to the event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of the investigation a final/supplemental report will be submitted.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the device determined that the device did pass the rpm test, the control bar was not flush with the master blade, and calibration was not in limits when set to the 0 or 10 readings. The device did not pass visual inspection. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. The DHR for part # 00880100100, lot # 60117396 was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional details are available regarding the event.